Event description:
It was reported that the lights stopped after a few minutes of functioning and surgery was delayed twice. Allegedly, all connections were properly functioning and the light source was used with a stryker cable. It was further reported that disconnecting the cable from the light source stopped the light. The standby/run switch was properly functioning. The light bulb was removed from the unit and checked.

Manufacturer narrative:
Additional information will be provided once investigation is completed.